Event description:
It was reported that during a removal, they pulled the catheter out and the catheter broke and shot back into the body. I.r. Made an echo and saw that the catheter has grown in the right I. Jugular behind a stenosis. Pt is doing well, he is using sintrom, no intervention (snare procedure). If proximal end is found or remaining catheter comes out, it will be sent for investigation.

Manufacturer narrative:
The device has not been returned to the manufacturer for eval. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.